Event description:
It was reported that a solution administration set over-infused an unspecified amount of methylprednisolone sodium succinate. The pharmacist observed this during the infusion by gravity. The duration of infusion was two and a half hours instead of four. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.